Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure.according to the complainant, the balloon burst in the ureter during the procedure. It is unknown at what pressure the balloon burst. It was reported that no part of the balloon detached inside the patient.the physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst in the ureter during the procedure. It is unknown at what pressure the balloon burst. It was reported that no part of the balloon detached inside the patient. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.the device was returned with the balloon material folded. A visual and tactile analysis of the returned device revealed that there was no damage noted to the shaft. In addition, there were traces of dried media present inside the balloon. A functional analysis of the returned device revealed that there was a leak. A microscopic examination of the balloon was performed, and a pinhole was observed at the proximal edge of the distal marker band. The investigation concluded that operational context contributed to this event.